Manufacturer narrative:
The insulin pump was received unit with bleeding lcd glass. Device passed the displacement test. Device had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked reservoir tube.

Event description:
Customer's spouse reported via phone call that the customer fell while wearing the insulin pump and there is dried ink inside the lcd screen. The screen does not have visible scratches. Blood glucose value was 122 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.